Event description:
It was reported that the drain broke in the patient's spine. The drain was placed on (B)(6) 2012 for lumbar spine surgery. Upon removal, it was noted that a 1/8" portion of the pvc drain was missing. Verified drain portion was indwelling via x-ray. Drain portion will remain indwelling until patient's incision heals properly and then a procedure will be performed to remove the indwelling drain fragment.

Manufacturer narrative:
The actual sample was discarded. The lot number was not provided therefore the device history record could not be reviewed. There is nothing in the manufacturing process that could have caused or contributed to the reported event. The instructions for use states: "to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with ointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).